Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 500mg/dl. It was stated that recently her doctor has changed the settings on the insulin pump, which may have caused her high glucose. Troubleshooting was performed. The programming, time, and date were correct. The customer stated that the insulin pump has been bumped, and it's damaged at the battery compartment. The customer's recent glucose reading was 106mg/dl. Advised that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.